Event description:
It was reported that the pulse generator exhibited backup vvi during a follow-up. Due to telemetry issues, further troubleshooting could not be performed. The device was explanted and replaced.